Manufacturer narrative:
The unit was evaluated by the facility biomedical department and the "air flow valve seat" was replaced to correct this gas leak. There is no report of how this failure affected the functionality of the unit or how it was determined this part was the cause. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a leak resulting in potential insufficient o2 gas delivery. There was no patient involvement.